Event description:
This lv lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018. A product experience report received on (B)(6) 2018 stating that this lead exhibited undersensing and pacing inhibition. The physician was dr. (B)(6) at (B)(6) medical center (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).